Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm using fenestrated stent graft (zenith alpha), and gore® viabahn® vbx balloon expandable endoprosthesis (vbx) were placed at celiac artery, superior mesenteric artery (sma), and bilateral renal arteries. A 12 fr gore® dryseal flex introducer sheath (dsf) was inserted through the right shoulder cut-down site, then a guidewire and non-gore guiding sheath was inserted into the dsf sheath. While attempting to advance the vbx device to the celiac artery, the vbx device stuck inside the sheath. The vbx device was removed, and the different size of vbx device was used and successfully placed at the target site. Additionally, while deploying vbx device at the sma, a dissection occurred; therefore, an additional vbx device was placed to treat the dissection. The patient tolerated the procedure.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Upon further review, per md118130, reportability was changed to reportable to avoid compliance risk.

Manufacturer narrative:
Upon further review, per md118130, because the implantation of a stent graft to treat the dissection occurred during the index procedure and not during a reintervention, this is considered a non-reportable event and will be processed as such.